Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; a whitish foreign material was found inside the air/water nozzle and tube. In addition, the evaluation found; the air/water cylinder and section cylinder had no color; the control section had a stain; the objective lens was shaved and cracked which caused the image to have a dark area; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens had a crack; the connecting tube had the coating peeling and the universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had the cable pulled loose. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign objects were noted in the air/water nozzle and tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: it is uncertain if there was deviation from instructions for use on reprocessing steps for the point where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.